Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield. Verbatim: consumer reported that the needle hub separated, was stuck inside of the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned eight (8) syringes with no pouch for identification. All syringes feature 0.3ml graduation markings. The first seven syringes featured their needle shield and hub having separated from the barrel. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. The plunger caps have been removed from these syringes, but no signs of use were observed for any of them. No other defects found. The eighth syringe was returned fully intact. Removing the needle shield found that the hub was properly attached to the barrel of the syringe. A needle shield pull force test was performed on this syringe. The needle shield required 3.65 lbs of force to be removed. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield being within pull force specification, the report of the hub separating from the barrel could not be confirmed for this sample. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for out of spec shield pulls. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that a syringe 0.3ml 31g 8mm whole unit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated into shield. Verbatim: consumer reported that the needle hub separated, was stuck inside of the shield."